Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that (2) ar-8934bnf small joint bio-suturetak anchors bent during insertion. This was discovered during an atfl reconstruction procedure on (B)(6) 2023. The case was completed using another device. Same device with unknown lot numbers were used. No delay no harm.

Manufacturer narrative:
Additional information: complaint is confirmed. Visual inspection noticed that the bio-suturetak anchor of the small joint bio-suturetak® with needles, 3.0 mm, with 2x #0 fiberwire® had broken. Functional testing was not performed due to the broken bio-suturetak anchor. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging during use.